Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2018 (reported as last month). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were not reported. The patient went to the hospital but was not hospitalized for the event. At the time of this report, the patient outcome was not reported. On an unreported date, the pd catheter was removed and the patient will be on hemodialysis therapy for the "next 3 months". No additional information is available.